Event description:
Complainant alleged that during the incoming inspection of the device, the unit displayed a "defib fault 78" and a "defib fault 79" message. The complainant indicated that there was no pt involvement in the reported malfunction.